Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver instrument's cable snapped during suturing. No visible debris was observed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 02/07/2025: surgeon was suturing the vaginal cuff. She was going through tough tissue and as she was turning wrist the cable visibly snapped. There is no recollection if the needle fell as a result of wire breakage. Nothing was noticed until the cable broke. Material was not observed to be missing, nor did a fragment fall inside the patient. There was no harm to the patient. A backup instrument was successfully used to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken yaw axis 7 grip cable at the proximal inside the housing. The cable was fully broken. The grip cable was broken at the clamping pulley. This causes loose cable at the distal end. The clamping pulleys did exhibit signs of residue on the clamping pulley that would have contributed to the broken cable. The instrument was found to have an excessive amount of dried, white residue on the clamping pulley of inputs 5 (pitch), 6 (grip), 7(grip) located in the backend of the instrument. The groove surfaces exhibited a residual, powder-like deposit, that could be removed by wiping. The instrument was found to have hairline cracks on grip input disk 6 and 7. The instrument was found to have corrosion or contamination on the bearings. The pitch and grip input disk bearings has oxidation, characterized by orange discoloration. Corrosion developed along the outer bearings. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.